Event description:
A user facility reported to olympus, that during pre-use inspection of the evis lucera ultrasound gastrovideoscope, blood came out from the tip nozzle of the scope. Therefore, additional cleaning of the scope was performed using an oer-5 endoscope reprocessor. However, during cleaning of the scope, filamentous tissue pieces came out from the air supply/water supply nozzle tip of the scope due to inadequate cleaning. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the scheduled examination was completed using another company ultrasonic endoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Upon inspection and testing of the customer returned device, it was observed that foreign material was found in the balloon groove which is an additional potential adverse event. There were three air/water valves involved that were later identified: the first air/water valve is being reported on the medwatch with patient identifier (B)(6). The second air/water valve is being reported on the medwatch with patient identifier (B)(6). The third air/water valve is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Event: updated with information found during the device evaluation. The device was returned and the olympus service center confirmed the customer's event. Additionally, the evaluation found the insertion tube is scratched and the angle lock does not work. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the liquid entered the air/water supply channel and was not eliminated during the reprocessing process which caused the liquid to come out from the channel. The cause of the foreign material in the balloon grove likely occurred from insufficient reprocessing. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.